Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization, dislodged cannula and diabetic ketoacidosis. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient went to the hospital and was diagnosed with diabetic ketoacidosis (dka). The patient reported their pod fell off while sleeping, causing the cannula to dislodge. Bg values reached over 500 mg/dl while wearing the pod between 24 and 36 hours in the abdomen. Symptoms included hyperglycemia and vomiting. For treatment, the patient was placed on an insulin drip. The patient was discharged after 1.5 days.